Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent a procedure using two gore tag thoracic endoprostheses to treat the thoracic aortic aneurysm. It was reported that the sheath access was achieved from the abdominal aorta. The preoperative aneurysm diameter was 54mm. On (B)(6) 2009, this patient experienced paraplegia. Medication (cerebroprotective agent. Glycerin, steroid) was provided to the patient. On (B)(6) 2009, this patient was discharged from the hospital. The aneurysm diameter upon discharge was 48mm. The patient¿s condition at the time was not available.